Manufacturer narrative:
Concomitant medical products: product ID: 97712, serial#: (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with implantable neurostimulators (ins) for spinal pain and non-malignant pain. It was reported that the patient stated that she is not able to find her recharger or her stimulator, and she needs to setup an appointment with someone because she said her implant for her lower lumbar is not working at all, charged or uncharged. The patient said she has two stimulators and the one for her lower back will not work. The patient was transferred for replacement equipment. No patient symptoms were reported. No further complications were reported/anticipated.